Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that does allege insulin pump was under delivering. Insulin pump was customer¿s blood glucose was 260 mg/dl and current blood glucose 301 mg/dl. Troubleshooting was performed. The drive support cap appears normal. Customer wishes to check for the presence of leaks or air bubbles in the tubing. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Pump passed the delivery accuracy test at 0.0876 inches. (B)(4).